Manufacturer narrative:
Reports indicate the retractable panel holder for the joystick was positioned in a fashion to where if it were rotated inwards, the inductive of the joystick could come into contact with the bracketry of the tray, if installed. At one point, while the device was powered on, the end-user inadvertently pivoted the joystick inwards, making contact with the tray hardware, which caused the device to turn rapidly to the right forcing the device to impact the wall. The ensuing impact reportedly resulted in a fracture to the end-user's right ankle. The local service provider inspected the device finding no mechanical malfunctions having occurred and re-adjusted the panel holder into a position to where contact would no longer be made if joystick was rotated inwards in the future. A review of the device history record from the date the device was manufactured was performed which noted that this device was not involved in manufacturing quality non-conformance.

Event description:
Received report claiming the retractable panel holder, when rotated inwards, would allow the joystick to contact the tray mounting hardware and this would engage an involuntary drive command. Reports on one instance, the chair was inadvertently driven into a wall where the end-user sustained a fracture to their ankle.